Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited t-wave oversensing (twos) and there was concern of small r- waves/diminished sensing. Follow up was conducted and the clinic has made multiple attempts to contact the patient, but no reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming of the right ventricular (rv) lead was completed. The lead remains in use. No patient complications have been reported as a result of this event.